Event description:
It was reported that the patient suffers a small middle brain infarction after treatment and sees double pictures.

Manufacturer narrative:
B5: event description - additional information d10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the device was returned for evaluation and the clinical observation was confirmed. As received, the apollo total length was measured and it could not be determined if the apollo useable or distal floppy segment lengths met specification as the 3.0cm detachable tip was found to be detached. The detached apollo tip will not be returned and the whereabouts of the detached tip could not be determined as this issue was not reported by the customer. Onyx reside was found within the apollo hub. No damage was found with the apollo hub. No bends or kinks were found with the apollo micro catheter body. Onyx residue was found within the apollo distal end lumen. The entire surface of the apollo catheter body was examined under magnification. The apollo catheter body was found to be ruptured at ~3.8cm from the distal end. The apollo micro catheter was pressurized with water and found non-patent as it was found to be occluded with the onyx. The rupture appears to have occurred as a result of over-pressurization. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to high injection rate, use of palm of hand pressure, increased injection force against resistance or pauses longer than two minutes. However, the cause for the rupture could not be determined. Regarding the ¿tip detachment¿ issue as this issue was not reported by the customer the cause could not be determined. If the tip did prematurely detach, this can occur if the micro catheter is repositioned after the start of onyx injection or detach joint ldpe overlap length too short. However, the detach joint ldpe overlap length was measured to be within specifications. Tip premature detachment can also occur due to repositioning of the micro catheter while it is in a wedged position or with vessels that are in vasospasm. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was a little push on the catheter that was not abnormal. When injecting the onyx the physician saw a leak in the distal end of the microcatheter which led to uncontrolled flow of onyx into the basilar artery. As a result treatment was stopped to keep complications as low as possible. It was confirmed that the physician is very experienced and knows how the onyx material works. The patient was undergoing surgery for treatment of an avm in the small brain via the basilar artery. The patient's vessel tortuosity was normal.